Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to usb pin(s) from j2 are damaged. Receiver charges and boot up was performed and failed due to usb pin(s) from j2 are damaged. Receiver download retrieved and attached was performed and failed due to usb pin(s) from j2 are damaged. Functional test was performed and failed due to cannot perform functional test due to receiver could not boot up and\or communicate with tester.. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.